Event description:
It was reported that the customer's insulin pump had a loose drive support cap. Customer's blood glucose level at the time was unknown. Advised insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a detached end cap, minor scratches on the display window and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.